Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), uterine cancer ("tumor / teratoma / cancer-type: cancer intrauterine") and glaucoma ("vision/eye problems- type: glaucoma both eyes") in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: amoxicilin and motrin. Concurrent conditions included body mass index normal. On (B)(6) 2013, the patient had essure inserted. On an unknown date, 3 years 4 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine cancer (seriousness criterion medically significant), glaucoma (seriousness criterion medically significant), dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)"), erythema ("rashes or skin conditions-red skin"), pruritus ("rashes or skin conditions - itchiness at all time"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), fatigue ("fatigue"), alopecia ("hair loss"), acne ("hormonal changes- describe: acne"), weight increased ("weight gain"), depression ("psychological or psychiatric problems; depression") and anxiety ("psychological or psychiatric problems: mental anguish"). On an unknown date, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). The patient was treated with surgery (total vaginal hysterectomy and device removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved, the uterine cancer, glaucoma, dyspareunia, menorrhagia, vaginal haemorrhage, dysmenorrhoea, female sexual dysfunction, urinary tract infection, vaginal infection, erythema, pruritus, headache, tooth disorder, alopecia, acne and weight increased had not resolved, the migraine and fatigue was resolving and the depression and anxiety outcome was unknown. The reporter considered acne, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, erythema, fatigue, female sexual dysfunction, glaucoma, headache, menorrhagia, migraine, pelvic pain, pruritus, tooth disorder, urinary tract infection, uterine cancer, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight : 140 lbs. She did not allege that essure caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 2-oct-2018: plaintiff fact sheet received. Reporter information updated. New events depression and anxiety were added. Outcome of events, pelvic pain, migraine and fatigue was updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: amoxicilin and motrin. Concurrent conditions included body mass index normal. Concomitant products included amoxicillin from (B)(6) 2014 to (B)(6) 2017, ibuprofen (motrin) and paracetamol (tylenol) from (B)(6) 2014 to (B)(6) 2017. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), 1 month after insertion of essure. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)") and acne ("hormonal changes- describe: acne"). On (B)(6) 2014, the patient experienced erythema ("rashes or skin conditions-red skin"), pruritus ("rashes or skin conditions - itchiness at all time"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), depression ("psychological or psychiatric problems; depression") and anxiety ("psychological or psychiatric problems: mental anguish") and was found to have weight increased ("weight gain"). On an unknown date, the patient was found to have uterine cancer ("tumor / teratoma / cancer-type: cancer intrauterine") and experienced glaucoma ("vision/eye problems- type: glaucoma both eyes"), tooth disorder ("dental problems"), alopecia ("hair loss"), metrorrhagia ("metrorrhagia"), post procedural complication ("post removal complications") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (total vaginal hysterectomy and device removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, menorrhagia, vaginal haemorrhage, urinary tract infection, vaginal infection, erythema, pruritus, metrorrhagia and hypersensitivity had resolved, the uterine cancer, glaucoma, dysmenorrhoea, female sexual dysfunction, headache, tooth disorder, alopecia, acne and weight increased had not resolved, the migraine and fatigue was resolving and the depression, anxiety and post procedural complication outcome was unknown. The reporter considered acne, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, erythema, fatigue, female sexual dysfunction, glaucoma, headache, hypersensitivity, menorrhagia, metrorrhagia, migraine, pelvic pain, post procedural complication, pruritus, tooth disorder, urinary tract infection, uterine cancer, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight : 140 lbs. She did not allege that essure caused birth defects. Discrepancy noted in essure removal details: if you have not had your essure removed, are you currently planning for essure removal? No plaintiff received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion / everything was in place. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jun-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain'), uterine cancer ('tumor / teratoma / cancer-type: cancer intrauterine') and glaucoma ('vision/eye problems- type: glaucoma both eyes') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: amoxicillin and motrin. Concurrent conditions included body mass index normal. Concomitant products included amoxicillin from (B)(6) 2014 to (B)(6) 2017, ibuprofen (motrin) and paracetamol (tylenol) from (B)(6) 2014 to (B)(6) 2017. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), 1 month after insertion of essure. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)") and acne ("hormonal changes- describe: acne"). On (B)(6) 2014, the patient experienced erythema ("rashes or skin conditions-red skin"), pruritus ("rashes or skin conditions - itchiness at all time"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), depression ("psychological or psychiatric problems; depression") and anxiety ("psychological or psychiatric problems: mental anguish") and was found to have weight increased ("weight gain"). On an unknown date, the patient was found to have uterine cancer (seriousness criterion medically significant) and experienced glaucoma (seriousness criterion medically significant), tooth disorder ("dental problems"), alopecia ("hair loss"), metrorrhagia ("metrorrhagia") and post procedural complication ("post removal complications"). The patient was treated with surgery (total vaginal hysterectomy and device removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, menorrhagia, erythema, pruritus and metrorrhagia had resolved, the uterine cancer, glaucoma, vaginal haemorrhage, dysmenorrhoea, female sexual dysfunction, urinary tract infection, vaginal infection, headache, tooth disorder, alopecia, acne and weight increased had not resolved, the migraine and fatigue was resolving and the depression, anxiety and post procedural complication outcome was unknown. The reporter considered acne, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, erythema, fatigue, female sexual dysfunction, glaucoma, headache, menorrhagia, metrorrhagia, migraine, pelvic pain, post procedural complication, pruritus, tooth disorder, urinary tract infection, uterine cancer, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight : 140 lbs. She did not allege that essure caused birth defects. Discrepancy noted in essure removal details: if you have not had your essure removed, are you currently planning for essure removal? No. Plaintiff received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion / everything was in place. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. Reporter information added. Events: metrorrhagia, post removal complications added. Event outcome were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain'), uterine cancer ('tumor / teratoma / cancer-type: cancer intrauterine') and glaucoma ('vision/eye problems- type: glaucoma both eyes') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: amoxicilin and motrin. Concurrent conditions included body mass index normal. Concomitant products included amoxicillin from (B)(6) 2014 to (B)(6) 2017, ibuprofen (motrin) and paracetamol (tylenol) from (B)(6) 2014 to (B)(6) 2017. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), 1 month after insertion of essure. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)") and acne ("hormonal changes- describe: acne"). On (B)(6) 2014, the patient experienced erythema ("rashes or skin conditions-red skin"), pruritus ("rashes or skin conditions - itchiness at all time"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), depression ("psychological or psychiatric problems; depression") and anxiety ("psychological or psychiatric problems: mental anguish") and was found to have weight increased ("weight gain"). On an unknown date, the patient was found to have uterine cancer (seriousness criterion medically significant) and experienced glaucoma (seriousness criterion medically significant), tooth disorder ("dental problems"), alopecia ("hair loss"), metrorrhagia ("metrorrhagia"), post procedural complication ("post removal complications") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (total vaginal hysterectomy and device removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, menorrhagia, vaginal haemorrhage, urinary tract infection, vaginal infection, erythema, pruritus, metrorrhagia and hypersensitivity had resolved, the uterine cancer, glaucoma, dysmenorrhoea, female sexual dysfunction, headache, tooth disorder, alopecia, acne and weight increased had not resolved, the migraine and fatigue was resolving and the depression, anxiety and post procedural complication outcome was unknown. The reporter considered acne, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, erythema, fatigue, female sexual dysfunction, glaucoma, headache, hypersensitivity, menorrhagia, metrorrhagia, migraine, pelvic pain, post procedural complication, pruritus, tooth disorder, urinary tract infection, uterine cancer, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight : 140 lbs. She did not allege that essure caused birth defects. Discrepancy noted in essure removal details: if you have not had your essure removed, are you currently planning for essure removal? No. Plaintiff received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion / everything was in place. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of events urinary tract infection, vaginal hemorrhage and vaginal infection were updated to recovered. New event allergic reaction was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), uterine cancer ("tumor / teratoma / cancer-type: cancer intrauterine") and glaucoma ("vision/eye problems- type: glaucoma both eyes") in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: amoxicilin and motrin. Concurrent conditions included body mass index normal. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine cancer (seriousness criterion medically significant), glaucoma (seriousness criterion medically significant), dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)"), erythema ("rashes or skin conditions-red skin"), pruritus ("rashes or skin conditions - itchiness at all time"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), fatigue ("fatigue"), alopecia ("hair loss"), acne ("hormonal changes- describe: acne") and weight increased ("weight gain"). The patient was treated with surgery (total vaginal hysterectomy and device removal). Essure was removed on 19-jan-2017. At the time of the report, the pelvic pain outcome was unknown and the uterine cancer, glaucoma, dyspareunia, menorrhagia, vaginal haemorrhage, dysmenorrhoea, female sexual dysfunction, urinary tract infection, vaginal infection, erythema, pruritus, migraine, headache, tooth disorder, fatigue, alopecia, acne and weight increased had not resolved. The reporter considered acne, alopecia, dysmenorrhoea, dyspareunia, erythema, fatigue, female sexual dysfunction, glaucoma, headache, menorrhagia, migraine, pelvic pain, pruritus, tooth disorder, urinary tract infection, uterine cancer, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight : 140 lbs. She did not allege that essure caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Hysterosalpingogram - in 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events "abnormal bleeding (vaginal), dysmenorrhea (cramping), apareunia (inability to have sexual intercourse), infection (urinary tract), infection (vaginal), rashes or skin conditions-red skin, rashes or skin conditions - itchiness at all time, migraines, headaches, dental problems, tumor / teratoma / cancer-type: cancer intrauterine, fatigue, hair loss, vision/eye problems- type: glaucoma both eyes, hormonal changes- describe: acne ,weight gain", reporter, historical condition, patient information added from pfs. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia") and menorrhagia ("menorrhagia"). The patient was treated with surgery (total vaginal hysterectomy and device removal). Essure was removed. At the time of the report, the pelvic pain, dyspareunia and menorrhagia outcome was unknown. The reporter considered dyspareunia, menorrhagia and pelvic pain to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.